Event description:
A possible sensitivity reaction which was first reported to co on 2/26/96. The pt complained of an aching pain in the wrist during treatment. He discontinued use of the device after two treatments. The device was returned to co on 3/18/96 for a complete check. The system was found to be operating within the prescribed parameters. A report was sent to his physician.